Manufacturer narrative:
Concomitant products: product ID: 8780, serial# : (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient had been feeling depressed since the pump was implanted. They tried multiple different pain medications but the patient claimed that the intrathecal delivery was causing their depression. There were no known factors that may have led or contributed to the issue. The drug was changed a few times according to the physician but nothing was changing so the patient decided they wanted it removed entirely. The pump was removed and the catheter was tied off. The issue was resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.